Event description:
It was reported that the handpiece continued to run on its own during a surgical procedure. There has been no reported patient or user injury, and the case was completed successfully with the same device.

Manufacturer narrative:
The handpiece has been received at the manufacturer for investigation. An evaluation was conducted and the complaint was confirmed. According to the investigation details, the gap on the sag head assembly was missing. The sag head assembly, motor press plug and bearing.